Manufacturer narrative:
Device evaluation: a direct relationship between the device and the reported chronically elevated ldh could not be conclusively determined. The evaluation of heartmate ii lvas, did not reveal any functional issues.the device was returned assembled with the percutaneous lead cut approximately 4 inches from the pump housing and the severed portion of the driveline was not returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The sealed outflow graft and the outflow graft bend relief were returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Hemolysis is listed as an adverse event that may be associated with the use of the heartmate ii lvas. The patient care and management section provides information on anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 4 months, 18 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was listed for transplant due to chronically elevated lactate dehydrogenase (ldh). The patient was on dual antiplatelet therapy with aspirin and persantine in addition to warfarin. Multiple ramp studies were inconclusive for thrombus; however, not completely within normal limits. The patient experienced several syncopal events that were mostly thought to be related to arrhythmia. As a result an implantable cardioverter-defibrillator (ICD) was placed. A CT angiogram was performed; however, results were unremarkable. On (B)(6) 2018 the patient underwent a routine heart transplant. No further information was provided.